Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 92 mg/dl, compared with the sensor glucose reading of 91 mg/dl. The customer had placed the sensor in for about three to four days, calibrated the sensor, and during the night, the insulin pump went into threshold suspend. The customer turned off the sensor feature and went back to bed. The insulin pump later alerted low blood glucose, and the customer found that the blood glucose was 129 mg/dl, compared with the sensor reading of 199 mg/dl. The customer was advised to remove the sensor and that the sensor would be replaced; the customer agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.